Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Date of event: unknown. The date received by manufacturer has been used for this field. Bd had not received samples or photos from the customer facility for evaluation.

Event description:
It was reported that the bd microtainer® pst¿ tubes with lh (lithium heparin) had a wrong results and no serious injury medical intervention.

Manufacturer narrative:
Medical device lot # is corrected to unknown.